Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os) on (B)(6) 2023. At post-op, day of the surgery, the patient had good pressure, vault and was seeing 20/20. At post-op day 1, the patient was seeing 20/50, with normal pressure and vault. Post-op, the event has been resolved. The surgeon reported there was no adverse event, it was normal healing. The lens remained implanted.

Manufacturer narrative:
Patient date of birth: unk. Patient sex: unk. Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Date of event: unk. Expiration date: unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).